Event description:
It was reported that balloon rupture occurred. A 2.75mm x 12mm nc emerge balloon catheter was advanced for dilation. However, it was noted that the balloon ruptured during inflation. The device was removed and completed the procedure with a different device. There were no patient complications reported.